Manufacturer narrative:
The defective product has been returned for investigation and the failure can be confirmed. The ceramic beak is broken-off completely. Furthermore, the broken part shows burn marks inside, cracks and chipping offs. There are multiple root cause scenarios imaginable which could have led to the damage. Based on the available info, a conclusive differentiation is impossible. The IFU contains a warning message with a detailed advise to inspect the product prior to each procedure and to prevent it from use if any irregularities are observed. Please refer to the attachment. There has been no info provided that the defect occurred during the procedure and a pt has been put at risk. However, it cannot be excluded and this report is being submitted in abundance of caution.

Event description:
The insulation ceramic is broken on side of the electrode.